Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 8 minutes and 6 minutes respectively: 3.9 mmol/l and hi (result > 33.3 mmol/l); hi (result > 33.3 mmol/l) and 11.4 mmol/l. Result of hi was not duplicated. Sets of readings were taken at different times. Customer took 3 dextrose tablets after receiving the 3.9 mmol/l result. No adverse event reported. The manufacturer requested return of suspect product for evaluation.